Event description:
Additional information was received from a patient stating they called in for help on (B)(6) 2025. Patient reports program a1 with active stim they barely feel it when laying down or in the morning when they get up. Patient noted it's basically in their knee which is not necessary. Program b1, b2, c1, and c2 can only feel it in their left knee. Patient has tried turning active stim on and off, but never feels it in their feet or left hip area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they used to be able to feel stimulation from their hip to their lower back, but that doesn't happen anymore. No matter which program patient tried, they all feel the same. Patient said they could feel the stimulation suddenly turning itself on and off, seemingly randomly. Patient mentioned they had a lot of health issues in the last 6 months and had x-rays, so they had stopped using the ins for a while because they "didn't trust it" (but still charged every other monday). Patient noted that they charged the implant last night and saw the ins was 40% and the controller was 70%. Patient was confused as to why the percentages would be different; agent reviewed information and patient seemed to understand the percentages represented two different batteries. Patient said they sat for 30 minutes without the ins incrementing, so they repositioned to lay on the paddle instead of having the paddle on their side; it took them 2 hours to charge the implant from 40% to 100% with an excellent connection. Patient stated when they have the implant charged and on they could feel stimulation, but not like they used to - patient noted they felt a big difference in the last year. When agent asked the event date, patient said the issues began sometime last year, in late 2024. Patient mentioned that they met with a manufacturer representative (rep) earlier this spring regarding the ongoing issues with the ins/stimulation, but the rep couldn't tell patient why they weren't feeling stimulation from their lower back to their hip like they used to. Patient stated the rep told them they would not be able to get stimulation to their l4-l5 area or to their si area, due to the location of the leads; patient thought that was not correct since they used to feel stimulation in those areas in other years. Patient stated they knew they could feel stimulation in the past because when they rolled on their back it was like a "jolt," so they would stay on their side (agent understood instead of laying on their back). The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of rep, provided and explained the use of the national answering service phone number, and emailed reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient repeated previous information and stated the issue was not resolved.